Manufacturer narrative:
No anomalies were found on the implantable stimulation lead as a known good stylet that was straight was used and the lead was able to pss completely through the length of the insertion tube. Upon review of the analysis results eval code-conclusion and eval code-result were removed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_dbs_fhc_acc, serial#: (B)(4), product type: accessory. Product ID: neu_stylet_acc, product type: accessory. (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the lead was stuck in the cannula and became bent while trying to extract it. The cannula seemed to have created suction around the lead and they were not sure if the fibrogin gel used in the bur hole contributed to this. A new lead was placed and this resolved the issue. There were no associated symptoms or additional surgical intervention. The patient's indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.